Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using alaris smartsite needle-free valve foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: after the head nurse opened the outer package, there were oily water droplets in the cross section of the joint.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot: 21065453. Further information provided by the customer indicates that the oily droplets were observed on the surface of the piston of the smartsite component. A review of the production records for lot: 21065453 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation.

Event description:
It was reported while using alaris smartsite needle-free valve foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: after the head nurse opened the outer package, there were oily water droplets in the cross section of the joint.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary one 2000e china sample from lot 21065453 was received in opened packaging for investigation no residual fluid was present in the device. The feedback provided by the customer indicates oily droplets were detected on the smartsite piston. A visual inspection of the returned sample did not identify the presence of oily droplets near the smartsite piston. No defects or manufacturing issues were detected on the device which could have caused or contributed to the customer's experience. The returned sample was subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in this instance the piston of the smartsite opened, and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21065453 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. H3 other text : see h10.

Event description:
It was reported while using alaris smartsite needle-free valve foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: after the head nurse opened the outer package, there were oily water droplets in the cross section of the joint.